Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak was observed approximately 4 minutes after the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was visually observed near the arterial end of the dialyzer. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 100cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was visible inside the non-cavity ID end bell housing. On both ends of the dialyzer, between the screw flange and the potting cut surface, coagulated blood was noted. No defects or damage noted on or within the returned dialyzer. The dialyzer was subjected to a bubble point test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. The dialyzer was then subjected to destructive disassembly for further visual analysis. Examination of the outer perimeter of the fiber bundle did not identify any broken, kinked/looped, or fiber fragments. No cracks, damage, or irregularities noted on the molded polycarbonate components. A visual examination of the polyurethane (pu) potting ends found both pu cut surfaces remained intact (cavity and non-cavity ID ends). There were no visual separations on the potting cut surface and there were no displaced or stray fibers away from the fiber bundle. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Although a leak was not observed and no damage or irregularities were noted that would have resulted in the reported leak, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the non-cavity ID end bell housing. As such, this complaint is confirmed as an internal blood leak.